Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant has been installed in patient¿s mouth, its non-osseointegration was observed. In addition, 30 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 months after the dental implant has been installed in patient¿s mouth, its non-osseointegration was observed. Thirty (30) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity.